Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial bipolar lead impedance warning was triggered for the right atrial (ra) lead due to high and undefined atrial pacing impedance. It was noted the impedance rose over a short time. Additionally, there was high pacing impedance on the right ventricular (rv) lead and it was noted that the rv lead impedance had risen in synchrony with the ra lead impedance increase. Twiddler¿s syndrome was suspected. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.